Event description:
It was reported that during a urethral bulking procedure and on the second injection, the patient coughed and the tip of the scope lacerated the patient's urethra and exposed the implant material from the 1st injection from one month ago. The doctor removed the exposed material using biopsy forceps. The pt is currently doing well and has not returned for doctor to assess their level of improvement.